Event description:
The customer reported being hospitalized due to a broken leg. The customer was experiencing high glucose since the past three days. The blood glucose reading at time of call was 577 mg/dl. The customer stated that his glucose started to elevate after his surgery. The customer stated that he was on and off the insulin pump, and the battery has died. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.